Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) did not load correctly,. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned on 04/29/2020. An investigation was conducted on 05/08/2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the loading device as well as on the delivery device. The delivery device was returned inside the loading device and not in its normal position with the white plunger was partially depressed. Although we are unable to verify when the plunger was pressed, there is evidence that the seal was in the loading device being load, the blue slide lock was dis-engaged and the plunger was partially pressed, causing the seal to deploy and remain in the loading device . The seal and tension spring assembly was observed in the loading device window. The delivery device was removed from the loading device with the seal and tensions spring assembly remaining inside the loading device. The seal and tension spring assembly was removed from the loading device. No crack/delamination of seal was observed. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.218 inches. The length of the delivery tube was measured at 2.48 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was confirmed as well as for the analyzed failure "premature deployment".

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) did not load correctly,. A replacement device was used to complete the procedure. The hospital did not report any patient effects.